Manufacturer narrative:
Catheter model: 8703, lot# j93122336, implanted: 1993-(B)(6), explanted: 2012-(B)(6). (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a catheter was partially removed due to a catheter break. The catheter broke near the spine and following the skin broke down allowing the catheter to "sticking out about an inch long". Symptoms also included "drainage/incisional wound opening". The catheter was "capped/abandoned/partially removed". The pump was infusing dilaudid and marcaine.

Event description:
It was reported the pump was in stopped pump mode at time of surgery. Patient is not receiving therapy at this time. The pump remains in the abdomen and the catheter is partially removed. The remaining segment is attached to the pump but tied off with a suture. There is no catheter on the intrathecal space.